Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported a pod issue and that he was hospitalized from (B)(6) 2016 for hyperglycemia after experiencing headache, nausea, and extreme thirst. His blood glucose level read high (>500 mg/dl). Ketones were present. He was treated with novalog by giving intravenous injections. Pod was discarded at the hospital. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).